Event description:
Reportedly, during testing, there was an "02 sensor error" alarm. Calibration of the sensor resulted in the same experience. Upon replacing the oxygen sensor, this issue was resolved. There was no patient involvement.